Event description:
It was reported that prior to starting a da vinci surgical procedure, the endowrist one vessel sealer instrument was not being recognized when plugged in. A new instrument was used and it recognized fine. The planned surgical procedure was completed. There was no report of fragments falling into a patient. There was no patient harm, adverse outcome or injury reported.

Manufacturer narrative:
The instrument was returned and evaluated. The instrument was placed on an in-house system and did not pass self-test. The instrument was never used as remote data showed the instrument had one life remaining. The instrument did not pass the self-test due to the blade being exposed between the grips. Neither blade cable nor blade was bent. The instrument passed self-test with no error messaged after blade was re-seated. The instrument passed the electrical continuity test. Failure analysis investigation also found a dislodged snake wrist. There were no missing pieces. The instrument was placed on an in-house system but would not advance through the cannula due to the dislodged snake wrist. Functional test was not possible. No other damage was found. The customer reported complaint does not in itself constitute a MDR reportable event; however, the dislodged snake wrist found during failure analysis if to recur could cause or contribute to an adverse event.